Event description:
It was reported that the system was not fluoroing correctly. The fse found that the live monitor looked split. This could cause the system to become unusable dur to truncated or split images on the live monitor. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.